Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the fms pump display turned off during a case, was confirmed. It was found that the cable from lower bezel assembly was damaged causing display to go off and on randomly. The device appeared to have been dropped. The lower bezel assembly was replaced due to physical damage and the device was tested and found to be working according to specifications. As found during evaluation, the physical damage is most likely a result of a drop of the device, possibly during transport or storage. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that at the completion of an unknown surgery on (B)(6) 2020, it was observed that the display on the fms vue pump turned off. There was no impact on the case. During in-house engineering evaluation, it was determined that the cable from lower bezel assembly on the device was damaged causing the display to go off and on randomly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.